Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The exact date and time of event was not provided by the user for investigation purpose. However, investigation was carried for the data two weeks before complaint received date and no malfunction with the device was observed. As a result, customer complaint could not be verified. It was reported after this incident that the customer is doing fine and did not make any further complaints.

Event description:
On may 6, 2020, senseonics was made aware of an instance where the user experienced hyperglycemia. The user reported that sensor showed 113 mg/dl where as blood glucose meter showed 50 mg/dl. The user was unresponsive and his wife called an ambulance. The paramedics arrived and treated patient.